Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call low reservoir alarm. Customer advised they are unable to rewind the insulin pump for an infusion set change. Customer advised they had a low reservoir alarm and when they pressed esc the piston stopped moving. Customer advised they pressed act and nothing happened. Customer has an open circle near the time and during the self-test the call was disconnected.